Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide detachment include, but are not limited to, challenging anatomy (tissue caught in foot), high angle of insertion or excessive downward force. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the first prostyle device was successfully deployed and pre-placed as intended. With the second device, no resistance was noted during device insertion of the prostyle device. During use, it was noted that the lever had been returned to the proper position; however, upon retraction, the lever began to lift, and the device was readvanced multiple times before the lever flipped. The pre-close technique was subsequently abandoned. An attempt was made to remove the prostyle device; however, when withdrawing the device from the artery, the device broke off into three pieces after suture deployment. When the device broke, the distal portion remained within the artery, requiring vascular surgery. A vascular surgeon was called and a surgical cutdown was performed to retrieve the retained device fragment. Hemostasis was achieved via cutdown with manual suturing and a patch repair. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure or therapy. No additional information was provided.